Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6 clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see (B)(4) as operating record.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that this record is a duplicate record. Please see (B)(6) as the operating record related to this complaint.

Manufacturer narrative:
Continued postal code e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.